Event description:
Surgeon indicates the orginial injury was atrophic left mandibular body fracture on 3/1996. Fracture went to non-union and this plate was implanted on 10/1999. Plate was noted as fractured on 12/00 and distal portion was removed on 2/2001. Proximal portion was left in the pt.

Event description:
A reconstruction plate that had been implanted broke post-operative and had to be removed.